Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, following the pre-implant balloon aortic valvuloplasty (bav), an unspecified heart block occurred and a temporary pacer was used during the procedure. Following the implant procedure of the transcatheter valve, the rate on the temporary pacemaker was decreased; however, there was a temporary absence of intrinsic rhythm.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient did not have complete heart block (chb) prior to the procedure, and the chb first occurred after the dcs was inserted.

Event description:
It was reported that prior to the implant of a transcatheter valve, following the pre-implant balloon aortic valvuloplasty (bav), an unspecified heart block occurred and a temporary pacer was used during the procedure. Following the implant procedure of the transcatheter valve, the rate on the temporary pacemaker was decreased; however, there was a temporary absence of intrinsic rhythm. Additional information was received indicating that the type heart block was complete heart block. Of note, the patient has slight heart block prior to the valve implant.

Manufacturer narrative:
Updated data: b2. B5. Added second paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, following the pre-implant balloon aortic valvuloplasty (bav), an unspecified heart block occurred and a temporary pacer was used during the procedure. Following the implant procedure of the transcatheter valve, the rate on the temporary pacemaker was decreased; however, there was a temporary absence of intrinsic rhythm. Additional information was received indicating that the type heart block was complete heart block. Of note, the patient has slight heart block prior to the valve implant. Additional information was received that the patient did not have complete heart block (chb) prior to the procedure, and the chb first occurred after the dcs was inserted. Additional information was received indicating that the dcs did not contribute to the chb. Following the implant of the valve, a backup temporary pacemaker remained in place. After the procedure, the patient's spontaneous rhythm stopped due to an unknown influence after initially being normal. Although r-waves were not completely absent, pvcs appeared. An unspecified amount of time later, the spontaneous rhythm returned.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.